Manufacturer narrative:
Integra completed its internal investigation 8/31/2015. The investigation included: method: DHR review. Complaint trend. Visual inspection results: the DHR pack was reviewed for cam02 monitor serial number (B)(4). Date of manufacture: 2014 ¿sep. One non-conformance report was raised during the manufacturing process for this monitor. This ncr has no impact on the complaint. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. A complaint history review for cam02 was completed from dates 10-jul-2014 to 20-jul-2015. A total of 4 complaints contained the search criteria. The failure analysis investigation verified the complaint incident; no icp signals were displayed and the sensor board was verified as faulty. The log review verified the complaint incident; error code e2010 verifies the reported complaint failure. The cam02 monitor received a replacement sensor board and the monitor was calibrated and safety tested. The results were reviewed as part of this investigation, all the functionality tests were carried out accordingly and all the results of the tests were recorded within specification. Conclusion: the customer complaint was verified and the cause of error code e2010 was identified as a defective sensor board in the cam02 monitor.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The unit does not accept the catheter; it fails after it initializes. It happened during the procedure. Additional information was requested and on (B)(6) 2015, the following was provided by the customer. I do not have any patient data about this issue. I believe that the issue was actually discovered during the setup for the procedure adn not into the procedure. No further information was provided.